Event description:
Complainant alleged that the medics were attempting to analyze the heart of a pt, who was in a cardiac arrest condition. The medics reported that they received four "analysis halted" messages upon their four attempts to analyze the pt's ventricular fibrillation heart rhythm. The medics obtained another device to defibrillate the pt. The pt subsequently expired.